Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Tandem technical support performed a system check with customer and there was a blockage in the cartridge. Customer reverted to manual insulin therapy. Customers blood glucose was 284 mg/dl.